Event description:
This is a report of a patient who observed air in their patient line during troubleshooting for a low drain volume alarm. The event occurred while the patient was connected to the homechoice for their initial drain. There was nothing unusual noted with the supplies or set up that could cause or contribute to the observed air. The power was cycled to clear the alarm and the patient ended therapy. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.